Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment. It was also reported that the customer experienced high blood glucose levels.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.